Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
New implant, once connected to device v pacing impedance > 3000 ohms, fine through analyzer. Suspect detach in 7232 header. This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.